Manufacturer narrative:
On 9/28/2016 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - a visual inspection found no visible. External physical damage. Internal inspection found the fan to the lamp was unplugged. In addition, the black lamp housing was melted at the base. Functional testing found the lamp was operational. Note that without the fan(s) being operational the ambient temperature in the mlx will increase including the operating temperature of the lamp. This condition could result in the lamp overheating and melting the housing. Replaced lamp to resolve the reported complaint. Device history evaluation - nonconforming product report / nonconforming material report history indicates: 1pc burnt and smoked. Ncmrs issued: unit emits a strong electrical odor when power is on lamp and illuminated. Variance authorization / deviation history: none engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Conclusion: the complaint report of "headlight (light source) is smoking and warm" has been confirmed. The unit was repaired and returned to the customer. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
Customer initially reports that the "headlight is smoking. Burning smell - warm to touch." Found component loose in unit. On 9/23/2016 customer confirms no patient injury, no further information available.